Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor that the right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. During the procedure, when the new lead was attached to the patient's implantable pulse generator (ipg), the battery impedance increased. The physician became concerned and decided to explant and replace the ipg. No patient complications have been reported as a result of this event.